Event description:
It was reported (B)(6) 2025 at 09:50 the patient was given a single-use implantable drug delivery device indwelling needle for a malignant tumor of the upper thoracic esophagus in anticipation of antitumor-targeted drug therapy, and when the indwelling single-use implantable drug delivery device indwelling needle was given, it was discovered that the flushing fluid leaked out of the bottom of the needle, and the implantable drug delivery device indwelling needle was immediately replaced with another one to make sure that it functioned in a normal manner before it was used, and therefore no injury occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 20 g powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed what appears to be a screenshot of a video of a powerloc needle. A droplet was observed on one stabilization tab. While a droplet could be seen on the stabilization tab of the sample, the origin of the drop could not be discerned. Due to the quality of the returned photograph, no details of damage or a leak could be seen on the sample. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.